Manufacturer narrative:
A visual inspection of the returned cycler exterior found the front panel bezel gasket was drooping approximately 1/2 inches over the center of the front panel overlay. No other physical damage was observed. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed drain and fill values were within the tolerances. The cycler weighed fill volume values were within tolerance. During the simulated treatment, the sound emitted by the cycler was normal. There were no unusual "sounds" detected in the unit's operation. The load cell value and verification were within tolerance. The valve actuation test passed. The system air lak test passed. The patient sensor calibration check passed. The teach pumps test passed. There were no discrepancies encountered in the internal inspection of the cycler. None of the reported failure modes were not confirmed with testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) pt reported a drain issue during treatment. The pt remained asymptomatic during this pd cycle. Fill 1 1500ml drain 1 1658ml; fill 2 1500ml drain 2 2067ml; fill 3 1500ml drain 3 1604ml; fill 4 1500ml drain 4 1454ml; fill 5 1500ml drain 5 2711ml. The reported drain volume of 2711ml was 181% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.